Event description:
It was reported that resistance was felt when the microintroducer with sheath was inserted. When the microintroducer with sheath was checked, the sheath was partly turned up. Another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of available complaint information and an evaluation of the available sample evidence, the following was concluded: the complaint of resistance felt during dilator insertion is confirmed. One 5 fr microintroducer was returned for evaluation. An initial visual observation showed blood residues present on the device, and a very slight bend was observed along the device. Damage was visible at the distal tip of the gray sheath. A microscopic observation revealed a smooth transition from the distal tip of the dilator sheath to the dilator, but damage was confirmed on one side of the distal tip of the dilator sheath. The damage appeared pushed back and made a triangle shape. This can happen during insertion of the device if the insertion angle is too sharp. Resistance may be mitigated during insertion using different insertion techniques such as rotating the dilator and making an incision at the insertion site. The complaint of resistance felt during insertion is confirmed, as damage was found on the dilator sheath of the device along with blood use residues, suggesting that damage occurred during attempted device use.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that resistance was felt when the microintroducer with sheath was inserted. When the microintroducer with sheath was checked, the sheath was partly turned up. Another device was used to complete the procedure. There was no reported patient injury.